Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2012. During the procedure the device blade stopped turning. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.